Event description:
Consumer reports inaccurate readings when comparing to a lab reading. Analysis run on consensus error grid using lab reading (80) as reference point vs. Bd readings (180) yielded some data points in the c zone of the grid, outside of acceptable ranges.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports. Evaluation summary: (evaluation date/time: 10/13/2006 10:55:12 am "contact a" rc received one (1) bd mm paradigm link pir meter and one (1) vial pir test strips (lot # 5064292, code 20 exp. Date 10/2007). The pir meter was evaluated with the check strip (33772-a) followed by three (3) control solution (lot 505481 exp. 11/2007) tests using qa control test strips (lot 6064123 code 19 exp. Date 05/2008 control range 100-140 mg/dl). (Results: "ok"; control solution test 135 - 134-, 115 mg/dl) the pir meter performed within specification. Verification of control limits against the current version of tp700204 was performed on strip lot # 5064292 and the mean for each control solution level fell within defined limits. No further action is required, will continue to monitor. Product will be retained in accordance with current retention procedure.